Manufacturer narrative:
(B)(4).

Event description:
It was reported review of an electrogram revealed low level, high frequency noise that was inhibiting pacing. Myopotential inhibition was confirmed on the device. The patient experienced dizziness before the tachy therapy was turned off and the device was switched to doo mode. The patient will be monitored with routine follow-up. The patient condition is now currently stable.